Event description:
The biomedical technician reported that the ventilator went vent inop and alarmed due to an adc reference failure. The device was not in use therefore there was no patient involvement or harm. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. As the device was out of warranty, the manufacturers product support engineer (pse) advised the customer to evaluate the cpu and data acquisition pcb boards for replacement to address the reported problem.

Manufacturer narrative:
Device out of warrany; no request for manufacturer service h3 other text : out of warrany; no request for manf serv.